Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista 1500 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 1500 system. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same instrument. A higher result, considered correct was obtained and was reported to the physician(s). A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed vancomycin (vanc) patient sample result.

Manufacturer narrative:
Additional information (06-may-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Calibration and quality control recovery was within conformance. No issues were noted with other patient samples indicating that the dimension vista 1500 system and the vancomycin (vanc) assay were performing acceptably. Repeat of the same sample yielded expected results. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00090 was filed on 26-apr-2022.